Event description:
It was reported via medwatch, "vestibular autorotation test (vat) to bedside for peripheral intravenous line (piv) placement. Patient difficult IV access. Determined powerglide midline to be placed. 20g 10cm powerglide midline placed to left cephalic vein x 1 attempt. While securing device with statlock, powerglide flushed with normal saline (ns) and site noted to be leaking ns. Powerglide removed immediately and new 20g 10cm powerglide midline placed without difficulty (from same lot #). Upon inspection of defective powerglide midline, the catheter tip is almost fully detached at the proximal portion of the hub. What was the original intended procedure? : IV therapy".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.